Event description:
It was reported that there were impedance readings of >4000 ohms on some of the bipolar pairs. All combinations of the 4 through 7 side were >4k ohms. The pt was not using combinations 4 ? 7 for stimulation and was getting good stimulation otherwise. Combinations on 0 through 3 side show a normal range. The pt needed to increase amplitude in order to capture the same level of benefit. No additional diagnostics were done or were anticipated. Programming was left, with adequate coverage. The pt was informed that his implantable neurostimulator could be coming due for a replacement soon.

Manufacturer narrative:
(B)(4).